Manufacturer narrative:
Medical devcie type: this device has a 2nd product code, fpa. Common device name: this device has a 2nd common device name, intravascular administration set. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with the retracting needle device does not working and breaking down.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customers indicated failure mode for front/rear barrel separation with the incident lot was observed; although, no damage (which may have attributed to the separation) was found on either the front/rear barrels, the push button lever or the spring. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customers indicated failure mode for front/rear barrel separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with the retracting needle device does not working and breaking down.